Event description:
I incurred a negative reaction to using a new bottle of opti-free contact solution with acuvue oasys contacts. Dr diagnosed the reaction as infiltrative keratoconjunctivitis from oasys/optifree interaction. I have been advised that due to continuing issues, I may not be able to wear contacts for a long period of time. Dose or amount: amount in normal contact case, frequency: 1 per day. Dates of use: 2010. Diagnosis or reason for use: corrective vision. Event abated after use stopped or dose reduced? No.